Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin continued to squirt out when attempting to prime even after changing infusion set. Customer's blood glucose was 239 mg/dl. Customer reported via phone call that insulin did not continue to drip after motor stopped and act button was released during priming. It was also reported that motor did not slow down and numbers did not continue to scroll. Alarm history could not be viewed due to insulin pump being stuck in "preparing to prime" loop. Customer was advised that insulin pump would need to be replaced.